Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issue.

Event description:
Blood glucose level was 400 mg/dl.